Manufacturer narrative:
Date rec¿d by MFR: 21may2019. Date of report: 29may2019. The manufacturer's field service engineer (fse) reported that the touchscreen was functioning. This would allow the functions of the unit to be accessible via the touchscreen. Therefore this was not a reportable event. The fse replaced the front bezel to address the reported problem. The unit successfully passed the required performance verification tes submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the navigational ring was "bad". There was no patient or user harm reported. The event date was not specified; estimate used.